Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during return device unpackaging and inspection at abbott vascular it was noted that a returned box of rx accunet embolic protection system (epd) contained one recovery catheter with a lot number that did not match the lot number of the other components. The device was not used. There was no patient involvment. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The mislabeling was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The 2 devices involved in this complaint never came in contact with each other during production [november 2011, and may 2012] and there was no rework or relabeling performed. It was confirmed that units from both lot numbers were sent to the account; this may suggest that a potential mix-up occurred at the hospital, although this could not be confirmed. Based on the reviewed information, no product deficiency was identified.